Event description:
A past low blood glucose event was reported by the customer, reaching a lowest level of 47 mg/dl. The cause of the low blood glucose is unknown, and information about corrective actions taken by the customer is not available as the call was disconnected.